Event description:
It was reported that the device had an unresponsive keypad. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over to determine the customer reported issue of npi 8015 unresponsive keypad. Technical support: customer reports keys not responding with their 8100 keypad: informed affected by the keypad recall. Customer would like to order part. Transferred to order management for further assistance. Technical support case will now be closed. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: customer reports keys not responding with their 8100 keypad: informed affected by the keypad recall. Customer would like to order part. Transferred to order management for further assistance. Technical support case will now be closed. H3: no product returned.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had an unresponsive keypad. There was no patient involvement.